Event description:
Litigation papers allege the patient is experiencing pain when walking, elevated chromium blood levels, underwent radiologic testing, physical therapy, emotional distress, medical expenses and increased risk of future injury and harm.

Event description:
Litigation papers allege the patient is experiencing pain when walking, elevated chromium blood levels, underwent radiologic testing, physical therapy, emotional distress, medical expenses and increased risk of future injury and harm. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised. Reason for revision is not known at this time.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient is experiencing pain when walking, elevated chromium blood levels, underwent radiologic testing, physical therapy, emotional distress, medical expenses and increased risk of future injury and harm. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised. Reason for revision is not known at this time. Update - (B)(4) 2012 - medical records were received. The revision operative report indicated that the stem was slightly retroverted, but otherwise well fixed. It was removed during the revision. The complaint was reopened to add the stem. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.